Event description:
It was observed that during the device evaluation, that the colonovideoscope exhibited foreign material at the distal air/water nozzle and plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation. The type of material and the most probable cause of the foreign material to remain on the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.